Manufacturer narrative:
Integra has completed their internal investigation on may 22, 2017. Results: evaluation of returned device; this device received dermatome hand piece s-212 and power supply s-rp-231. Accessories received include a guard, width clip set (2¿,3¿,4¿), calibration gauge, screwdriver, wall cord. Hand piece s-212 is 12+ years old and has been in service for 9+ years. Reason for return confirmed finding the head assembly out of calibration specs on all points. The head assembly was found with major damage from impact along the blade bed and knob. All width clips were found worn and out of flatness spec. Old style head requires removeable head upgrade. The handle was found in working condition but during the evaluation all internal assemblies failed inspection. Damage includes corrosion on the end cap assembly and motor, old style drive train and possible non-OEM yoke. This complaint is clearly excessive time since last pm with noted over-use and abuse of the dermatome. Recommend pm service for the power supply and wall cord. Replace hand piece and width clips with new. DHR review; no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework complaints history; no manufacturing or design related trend has been identified. Post market information will continue to be monitored. Conclusion: dermatome handle is 12+ years old and has been in service for 9+ years. Major damage, corrosion, and wear to all parts and assemblies found. Head calibration and width clips are out of spec. Power supply can be fixed with pm service, recommend hand piece replacement. Handle is past ¿end of life¿ date with excessive time since last pm.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the surgeon place the dermatome to "0" and should not be any space. Also needs calibration. No patient contact / injury reported and the event did not lead to surgical delay.